Event description:
Four patient samples that generated insulin results of >1000 ulu/ml, which does not fit the clinical picture of the patients. If additional information is received, appropriate notification will be provided.